Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as motor error alarm. Customer¿s blood glucose levels was 412 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that the drive support cap was normal. Troubleshooting was declined for high blood glucose level. Customer was advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and refer to backup plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm noted. Motor passed motor test.